Manufacturer narrative:
The device history records could not be reviewed as the product catalog number and the lot number of the subject device have not been provided. The investigation is currently underway.

Event description:
It was reported that the vascular stent was found to be twisted and fractured post implantation in the sfa. No add'l info has been provided.